Manufacturer narrative:
(B)(4). Batch # unknown (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? Yes, with rigid proctoscope & foley balloon occlusion of the anal sphincters, all tests (B)(6) was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Index operation on 11/5, fluid collection present on CT on 11/9 which was perc drained 11/10 with feculent appearing output, leak confirmed on contrast edema 11/11. How was the leak identified? Via contrast study. What was observed at the site of the leak upon reoperation? Near complete dehiscence of the staple line. How was the leak addressed? Conversion to a hartmann¿s procedure.

Event description:
It was reported that approximately five days post op of a colon resection patient presented with nearly complete dehiscence of the anastomosis. Leak test performed during the procedure with no leaks found. Patient returned and received a colostomy.